Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received unexpected restart alarms and external ram crc error. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Insulin pump had no unexpected low reservoir alarm or excessive "no delivery" error alarm noted. Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump passed unexpected restart test and self test. Insulin pump had no unexpected program alarm anomaly, signal too low, unexpected restart error alarms or reset settings noted during testing. Insulin pump had cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.